Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 432 mg/dl. Customer stated that insulin delivery was not suspended due to sensor glucose vs blood glucose. Customer sensor glucose was 273 mg/dl at the time of the event. It was unknown whether the auto mode feature was active at time of high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.